Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31805. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. X-rays showed that the lead was fractured on the left head. Surgical intervention may take place to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.